Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), product return and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not exhibit mist, odor or oil leaks. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filterdid not exhibit mist, odor or oil leaks. The reason for return of the catalytic converter was not confirmed. The assignable cause of the odor/smells issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the site. The oil mist filter and catalytic converter filter were replaced to resolve the odor/smells issue. The unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an odor coming from their sterrad nx sterilizer. They vacated the area and a field service engineer was dispatched to the site to assess the unit. There was no report of a serious injury or human reaction. This event is being reported a malfunction report subsequent to a serious injury event.